Event description:
Customer reported that a pt with anti-k did not react with vra113 cell 7(k+k+). Customer reported that vra113 cell 2 (k+k+) reacted 1+. Testing was performed in manual gel. Customer stated there were no discrepancies with daily qc. No death or serious injury was associated with this incident.